Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a code indicating a short circuit condition from a low shock lead impedance measurement as a result of a shock delivery. A second code was also displayed indicating the device capacitor charge time had exceeded the limit and the battery capacity was depleted. The device was explanted and the right ventricular (rv) lead was capped. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault was recorded followed by multiple charge time faults. The shock into a shorted lead condition caused the plasma fuse to blow open which caused the charge time outs. As a result, the high voltage charge attempts caused the device to bypass eri and declare eol because it could not successfully complete charging within 30 seconds.